Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at the third party service center, the active exhalation control module was replaced. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation the device failed test steps during testing. The root cause of the failure was found to be caused by the proportional valve being stuck in the closed position.